Event description:
It was reported that during an un-specified carotid procedure, a 5fr non-abbott guiding catheter was connected to the rotating hemostatic valve (rhv), and advanced to the lesion. During advancement, the connection became loose. The connection was tightened, and the guiding catheter was advanced, but the connection became loose again. Blood was noted to be leaking from the connection. The guiding catheter was changed, but the connection was again loose. A new rhv was used, but the connection was again noted to be loose, and blood was leaking from the connection. A third rhv was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported loose connection/leak was not confirmed via returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide cath: launcher 5fr ca 90cm, medikit guiding catheter 5fr, vt(c), mod2. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first rhv referenced is being filed under a separate medwatch report.